Event description:
The customer reported that a diagnostic fluoroscopic image was unable to be viewed. No pt death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The ccd camera was evaluated and replaced. The system was tested and found to be working as intended and returned to service.